Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting, right side rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reporting right side rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d.4, d6b, h.6.

Event description:
Later reported capsular contracture baker grade l. This relates to the right device. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: b1, b3, b5, b6, d3, d4, d9, e3, g2, h3, h4, h6, h11.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade l, ¿leaked silicone had already adhered to the surrounding tissue and therefore had to be surgically removed¿, and ¿siliconoma removal on the right¿. Device has been explanted and replaced with another manufacturers device.